Event description:
Additional information was received from the rep: the implanted device or therapy cause or contribute to the uti(s) as the patient had them prior to implant. The uti was resolved. The date the car accident affected the system was unknown.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1uztk implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 24-sep-2022, UDI#: (B)(4) patient code ime: e1310 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va1uztk, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was in a car accident in which they were t-boned on the driver's side. The caller stated x-ray was performed which showed the lead had migrated as the 4 contacts were "far south" of where they should have been and on the lateral view it appeared the electrodes had flipped up and were near s2. The caller stated that the healthcare professional (hcp) was concerned the impact of the accident may have damaged the ins as well; so the system was completely removed today and replaced with a new system on the contralateral side. Troubleshooting was not required. There were no patient complications reported as a result of this event.

Event description:
Additional information was received from the patient. They reported that on (B)(6) 2020 was involved in a mva and was t-boned. Patient said that their previous implant was on the left side. Patient said that they notified managing physician about mva and saw managing physician sometime in (B)(6) 2020. Patient said hcp turned stimulation off and then turned back on about a month later. Patient said that about a month or two after turning the stimulation on, started to have issues with incontinence, bowel issue and utis. Patient said that they saw managing physician in the spring and imaging was performed and that is when it was determined that the lead was damaged due to the trauma from the mva and why they received replacement.

Manufacturer narrative:
Continuation of d10: product ID 3889-28. Lot# va1uztk. Implanted: (B)(6) 2019. Explanted: (B)(6) 2021. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.